Manufacturer narrative:
Reference record (B)(4). Additional information added to b5 and d6b. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 28 may 2024: on 23 nov 2024 the patient was taken into endoscopy and the tubing with the buried bumper was removed and new tubing (peg / j ) were placed in a new stoma site.

Manufacturer narrative:
Reference record (B)(4). It is unknown if the device involved in the event remained implanted in the patient or was removed; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Stoma site infection and buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a stoma site infection and received unknown antibiotics. On (B)(6) 2023, the patient underwent an endoscopy during which buried bumper syndrome was diagnosed.